Manufacturer narrative:
It was reported that patient had grossly loose a/p draw test. The housing was broken that the axil goes in. Revision surgery for the adverse event is unclear. The affected legion hinge femoral assembly components and miscellaneous fragments, used in treatment, were returned and evaluated. A lab analysis conducted during this investigation noted that the information gathered through this investigation did not provide sufficient evidence to determine with any certainty a specific root cause or failure mode for the assembly. Some of the components are fractured and some show evidence of burnishing, wear, and/or deformation. The observed damages could have been caused in vivo or during explantation. As part/batch number is illegible/absent on the device, the device history record and complaint history review cannot be completed. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident could not be corroborated. To date no medical records have been received on this complaint. Therefore no medical assessment can be performed at this time. Some potential causes of the reported event could include but are not limited to non-compliant patient, mechanical failure of the augment interfaces on the tibial and femoral implants relative to reconstructed interfaces, mechanical failure of the link/link assembly or malalignment relative to constraint system. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated. We consider this investigation closed.

Event description:
It was reported that patient had grossly loose a/p draw test. The housing was broken that the axil goes in. Revision surgery for the adverse event is unclear.